Event description:
It was reported that signal loss over one hour occurred on transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. The product was evaluated. An external/exterior visual inspection was performed and passed. Voltage measurement performed and failed. A review of the share logs was performed and signal loss over one hour was not found for serial number 40etbd within the investigation window. The allegation was undetermined. The probable cause was determined to be reported allegation not found. The reported event of signal loss over one hour is reportable as nothing relevant was found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.